Manufacturer narrative:
Correction: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a system implant procedure, when the physician was positioning the right ventricular lead, they did not like how the tip of the lead was moving and they thought it may be broken. The lead was in the heart but the helix was never deployed or tested. The lead was removed from the body and replaced during the same procedure. There were no visible anomalies noted after the lead was removed. The patient was discharged post-procedure.